Event description:
A surgeon reported that after glaucoma filtration device implant surgery, the device became obstructed. The pt experienced increased intraocular pressure. The device was explanted during a second procedure and the pt's symptoms have resolved. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).